Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16453. It was reported that the patient presented in clinic for a follow up after receiving several alerts. It was noted that the left ventricular (lv) lead's pacing impedance and the right ventricular (rv) lead's high voltage impedance were high and out of range. The right ventricular (rv) lead was found to have externalized conductors on fluoroscopy. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of ¿out of range high voltage lead impedance¿ and ¿externalized conductors¿ was confirmed. Only the distal end of the lead was received for analysis. The lead was cut 48.6/50.0/53.4cm (insulation/coil and liner/cables) from the distal tip. Visual inspection of the lead found internal insulation abrasions in multiple locations (8.5 cm to 12.9 cm , 11.3 cm to 14.4 cm, 15.8 cm to 18.0 cm, 45.6 cm and 46.0 cm from the distal tip) all between the shock coils; two breaching the ring electrode cable lumen with no damage noted to the ethylene tetrafluoroethylene (etfe) cable coating and one breaching the right ventricle cable lumen with both cables abraded through and separated. The cause of the reported event was isolated to the abraded (11.3 cm to 14.4 cm location) through/separated right ventricle conductor cables noted in the abrasion zone.